Event description:
Patient is complaining of possible dislocation and pain. Prosthesis is still implanted. X-rays in (B) (6) 2009 stated loosening of both femoral and acetabular components.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.